Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 700 mg/dl with nausea/vomiting, and an unspecified level of ketones. Patient was treated in the emergency room with insulin injections and IV fluids, and discontinued pump use. During troubleshooting, customer support found the basal history does not match active basal program, and will replace the pump. This complaint is being reported because the basal history discrepancy was not resolved, and the patient experienced hyperglycemia.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no defect found. Unable to duplicate the complaint. The black box shows an unexplained loss of prime event on (B)(4) 2014 10:43; insulin deliveries resumed (B)(4) 2014 19:21. Pump was exercised for 24hrs with no alarms occurring. Battery cap/cartridge cap were not returned; test caps used to complete testing. The tdd¿s add up correctly and reflect the users programmed basal rate. Pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately.